Event description:
As the surgeon was implanting the acetabular shell, on a right total hip arthroplasty, the impactor instrument broke, leaving thread portion screwed in acetabular shell implant. It broke off within the shell, not protruding. The surgeon was happy with the implant stability and decided, it was better to leave the broken thread in the shell. It is not expected to cause any harm to the patient. Dates of use: unknown. Diagnosis or reason for use: to assist with insertion of hip prosthesis. Event abated after use stopped: no.